Event description:
Head hi-lo is drifting down on the bed.

Manufacturer narrative:
The hi-lo down valve was defective. No visual indication of failure cause. The tech replaced hi-lo down valve to resolve.